Event description:
Procedure performed: robotic hysterectomy limited information available at time of report. Retrieval bag broke up during robotic hysterectomy. Believe 5mm bag was used. It was deployed and pieces came out. Talked to or lead and she didn't have details. Product is available to return. No patient injury as a result. Additional information received via email on 10apr2019 from applied medical sr account mgr: "I have a cer to report for the [hospital]. It occurred april 8 during a robotic hysterectomy. The product involved was a retrieval bag. What I understand so far, is it was ripped or in pieces when it was deployed. Fragments were retrieved and there were no injuries to the patient. I will be collecting more information thursday and friday. The customer has the product and I would like a rga# to ship it back for analysis. I realize there are many questions and information needed and I am having my associate rep visit the hospital on thursday for additional feedback from the staff involved." Additional information received via email on 12apr2019 from rachel kincaid, applied medical account mgr: "after speaking with [clinical lead] at [hospital], I was able to get more information. Model # cd003 lot # 1344503 she was not in the room but was able to talk to the scrub tech and first assist. Upon deployment, the prong holding the bag snapped off and bag was broken. She does not know if the prong hit something that caused the break or it was deployment already broken, so I reached out to those in the room to inquire further." Additional information received via email on 10may2019 from applied medical account mgr: I spoke with [dr] this morning. This is her recount of what happened: the bag was deployed with the bag intact and the prongs in their correct position. She did not notice anything wrong with the prong until the specimen was in and 1st assist went to close the bag. This is where one of the prongs bent outwards, instead of going back into the shaft, and it pierced through the bag. To get the prong to go back into the applicator shaft and extracted out of the abdomen, they bent the prong back with a robotic arm, thus causing it to snap. [Dr] left the applicator with the bag attach in the trocar cannula, made sure that the broken prong was at least inside the trocar cannula and pulled the entire trocar out. She was trying to ensure that broken prong was not going to hit any tissues during extraction. The trocar they used for the extraction site was an 11mm at the umbilicus and there was no need to enlarge the port. After inspecting the abdomen, they saw no damage to anatomical structures and no bag fragments. Patient status: no injuries to the patient. Type of intervention: fragments were retrieved and there were no injuries to the patient.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Engineering observed that one of the supports was significantly damaged and the tissue bag was torn. The damage was consistent with the complainant's description of the event. Applied medical has reviewed the details surrounding the event and related product and is unable to determine the root cause of the event. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Manufacturer narrative:
Ra has just received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation.

Event description:
Procedure performed: robotic hysterectomy. Limited information available at time of report. Retrieval bag broke up during robotic hysterectomy. Believe 5mm bag was used. It was deployed and pieces came out. Talked to or lead and she didn't have details. Product is available to return. No patient injury as a result. Additional information received via email on (B)(4) 2019 from applied medical sr account mgr: "I have a cer to report for the [hospital]. It occurred (B)(6) during a robotic hysterectomy. The product involved was a retrieval bag. What I understand so far, is it was ripped or in pieces when it was deployed. Fragments were retrieved and there were no injuries to the patient. I will be collecting more information thursday and friday. The customer has the product and I would like a rga# to ship it back for analysis. I realize there are many questions and information needed and I am having my associate rep visit the hospital on thursday for additional feedback from the staff involved." Additional information received via email on (B)(4) 2019 from (B)(4), applied medical account mgr: "after speaking with [clinical lead] at [hospital], I was able to get more information. Model # cd003 lot # 1344503 she was not in the room but was able to talk to the scrub tech and first assist. Upon deployment, the prong holding the bag snapped off and bag was broken. She does not know if the prong hit something that caused the break or it was deployment already broken, so I reached out to those in the room to inquire further." Patient status: no injuries to the patient. Type of intervention: fragments were retrieved and there were no injuries to the patient.